Event description:
The reporter claimed her blood glucose has been elevated to 400-500 mg/dl with symptom of vomiting for the past several weeks after she could not use the animas pump due to several priming alarms. During the time of concern, the patient used the syringes to manage her diabetes and could not get her blood glucose under control. During troubleshooting, the patient was advised to go to the ER for medical treatment. This complaint is being reported because the patient had symptoms suggestive of hyperglycemia after the patient could not use the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump was returned and investigated on (B)(4) 2011. The pump was returned and investigated with no defect in insulin delivery found. This information was omitted from the original report.